Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. The implantable cardioverter defibrillator exhibited inappropriate shock for atrial fibrillation with rapid ventricular response. Programming changes were successfully made by the physician. The device was explanted and replaced as part of an upgrade procedure. The patient was in stable condition.